Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant downstream occlusion messages were unable to be reproduced, but were confirmed through review of the event history log. The unit passed downstream occlusion testing per baxter's service procedure. The unit was calibrated per baxter's service procedure to ensure continued accurate occlusion detection.

Event description:
It was reported a spectrum pump had constant downstream occlusion messages during biomedical testing. It was also reported there was no patient involvement.